Manufacturer narrative:
This issue is under investigation. A follow-up report will be submitted when the investigation results are available.

Event description:
The patient felt transducer was too warm. The investigation is in process.

Manufacturer narrative:
This supplemental report is being submitted to update the device available for evaluation (see d10), update the follow-up type (see h2), update the device evaluated by manufacturer (see section h3), update the event problem and evaluation codes (see h6), and provide the investigation results. Investigation results: the failiure of image drop-out has a possible cause of damage to the array. However during the investigation, the symptoms could not be reproduced.

Event description:
Additional information was received and it was reported that during an echocardiogram procedure, the patient felt either a mild shock or the transducer was too warm. The user replaced the transducer to continue and complete the procedure. There was no need to repeat the procedure because there was no loss of data. There was no patient or user injury reported. No additional information was provided.

Manufacturer narrative:
This supplemental report is being submitted to correct the date of the event (see section b3), provide additional event information (see section b5), provide additional initial reporter information (see section e1), correct the date received by manufacturer (see section g4), correct the PMA/510(k) number (see section g5), update device evaluated by manufacturer (see section h3), correct/update the device code (see section h6), and provide additional manufacturer narrative. The device referenced in this report was not returned to siemens for evaluation; therefore, the investigation of the device could not be performed and the cause of the reported phenomenon could not be conclusively determined. The customer service engineer (cse) visited the user facility to replace the transducer and the defective transducer was reported to have been removed from service.